Event description:
It was reported that during a da vinci-assisted surgical procedure, there was plastic corrosion around the fenestrated bipolar forceps instrument jaws and exposed internal elements. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley exhibited localized melting/thermal damage at the base of one of the grips. Electrical continuity test was performed and passed.